Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted; and therefore an investigation could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, the reported complaint could not be verified. There was no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and remains implanted; however, just after insertion of the lens, the patient's capsule was damaged. Part damaged was near the first contact with the leading haptic of the lens. There was no medical treatment performed. No further information was provided.